Manufacturer narrative:
(B)(4). The customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed and found in the event history. The root cause of the reported condition was undetermined; no repair was necessary for the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump with error code 810:11 three times; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.